Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e740 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e740 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a tubing leak that occurred while returning the residual blood remaining in the kit to the patient. The customer stated that after a successfully completed treatment, they began to prepare the kit in order to manually return the residual blood remaining in the kit back to the patient. This is an optional practice which can help maintain a patient's hematocrit in-between treatments. The customer stated that they had some difficulty in getting the residual fluid in the centrifuge bowl to flow into the treatment bag. The customer reported that they tried to manipulate the top valve manifold on the centrifuge bowl in order to help initiate the flow. The customer stated that while doing this, she noticed that the centrifuge bowl's manifold leaked onto her glove. The customer reported that the leak was minor, and described the leak as only a few drops. The customer stated that there was no exposure to any person present. The customer reported that they decided to stop preparing the kit for return and instead discarded the kit. The customer stated that no residual fluid was returned to the patient, as the patient's line was clamped at the time. The customer reported that the patient was not exposed to the leak. The customer stated that the patient did not require any medical intervention, and the patient was discharged home from the clinic in stable condition. The customer reported that there were no kit issues during the patient's treatment and the treatment was successfully completed. The customer stated that the patient tolerated the treatment well and had no issues.the kit was not returned for investigation.